Event description:
It was reported that the patient presented to the hospital for an ablation procedure. During the procedure, the pacemaker and right ventricular (rv) lead exhibited undersensing causing overpacing. Programming changes were made. The patient was in stable condition.